Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01459, 01460. This event occurred in (B)(6).

Event description:
Allegedly after the surgery, the surgeon found a clear zone around the cup by x-ray. Revision surgery was performed. Both taper junctions were clean. Normal activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.